Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed.   A pneumoperitoneum is a known complication of a peg tube/ j-tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2020, the patient experienced abdominal pain after tube placement procedure. Abdominal CT was completed and free gas in the abdomen was discovered. The patient was treated with unknown intravenous antibiotics. On (B)(6) 2020, the antibiotic treatment was stopped and the patient was discharged home.